Event description:
A renegade hi flo catheter was being used for a thrombosis procedure. Upon completion of the 12 hour lacing procedure, the fenegade was being removed through a guiding catheter when the renegade inner braiding pulled out from the rest of the catheter. The unit was removed.